Event description:
It was reported that during a da vinci-assisted bariatric surgical procedure, the sureform 60 stapler instrument, equipped with a blue sureform 60 reload, failed to deliver staples, yet stomach tissue was transected. The event occurred during the 2nd fire of the stapler instrument. The stomach tissue was over-sutured and then re-stapled to repair the defect. The procedure was completed robotically. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.

Manufacturer narrative:
The stapler logs show the sureform 60 stapler instrument was installed on the system 9 times and fired 9 sureform 60 reloads (2 blue, 1 white, 1 blue, 5 white, in that order). The next clamp was successful, and the firing was completed with 6-7 pauses for compression. On install 2, the first clamp was successful, and the firing was completed with 3 pauses for compression. On install 3, the first clamp was successful, but was followed by a firing failure. The firing stopped. On install 4, the first clamp was successful, and the firing was completed with no pauses for compression. On install 5, the first clamp was successful, and the firing was completed with 3-4 pauses for compression. On install 6, the first clamp was successful, and the firing was completed with 4-5 pauses for compression. On install 7, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 5-6 pauses for compression. On install 8, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 3-4 pauses for compression. On install 9, the first clamp was incomplete. The next clamp was successful, and the firing was completed with 8 pauses for compression. The instrument was then removed and not used in the procedure again. There were no stapler related errors in the logs.

Manufacturer narrative:
Additional information: a review of a video clip provided by the customer was conducted. Based on the video clip, the surgeon can be seen firing the sureform 60 instrument with a blue sureform 60 reload on the stomach. This fire completes with no pauses and the staple line looks intact when the stapler is opened. The user then does some further dissection using a vessel sealer extend (vse) instrument. The stapler instrument is installed again with a white sureform 60 reload and is passed through the dissected area. The stapler instrument is then clamped and fired with the stapler instrument pausing once for compression. The stapler instrument then completes the fire and unclamps. The staple lines on both sides appear intact but the stomach tissue can be seen opened and the staple line is not holding both sides together. The surgeon does some further dissection of the stomach and fires another white sureform 60 reload closer to the bougie to seal the stomach with a single pause at 60mm before completing. This staple line appears intact and is sealing the stomach tissue and then the video ends. Based on the video, the root cause for the event cannot be determined. The stapler instrument appears to have behaved as intended and all staple lines appear to have fully deployed.

Event description:
Refer to h11 for follow-up information.